Manufacturer narrative:
The returned device was evaluated and two broken element was noted in the scope¿s ultrasound image. A leak was noted at the scope¿s electrical connector and locking pin. In addition, the scope cover plate was missing from the control body. The cause of the scope damage cannot be determined. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the forceps cover glue was found to be peeling. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the cause of the reported event cannot be determined. The legal manufacturer surmised the following possible cause for the reported event were as follows: ·adhesive came off because external force was applied to the relevant part by rubbing it with excessive force when the subject device was cleaned. Or thee adhesive was worn out and peeled because the relevant part was repeatedly rubbed when the subject device was handled. The legal manufacturer checked the gf-uct180 instruction manual and found the following descriptions below. The legal manufacturer determined that the instruction below may be able to prevent the phenomena from occurring. Important information: please read before use warnings and cautions (p.7). Warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ as a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.